Event description:
It was reported that the patient information and images on the 8800 system would not save during a case. The 8800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the workstation power supply voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.